Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: burning and itching when urinating and "feeling weird" and for customer contacting doctor due to meter error messages. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time; unable to confirm if customer had contacted her primary care doctor due to the symptoms.

Event description:
Consumer reported complaint for error message (e-3). Customer stated her husband contacted her primary care doctor on the day of the call to ask if the meter could be replaced; doctor had advised customer to contact the manufacturer. At the time of the call the customer reported symptoms of burning and itching when urinating and "feeling weird". Customer was going to contact her primary care doctor due to the symptoms. During the call, a back-to-back blood test was not performed by the customer. The customer did not have any more test strips and was unable to provide lot information. Customer stated the test strips had been opened one week ago.